Event description:
Pt who experienced pain greater than one year was enrolled on a (B)(6) study and was implanted on (B)(6) 2006 with prodisc-c implant at level c5-6. On (B)(6) 2009, surgeon had phone conversation with pt concerning increased neck pain. It was six months since the last injection at c7 for ddd adjacent level. Medication was prescribed. On (B)(6) 2009, pt returned to surgeon and complained of bilateral, left greater than right, pericapsular pain with pain in triceps area radiating down into elbow and forearm despite nerve root blocks. CT scan shows at c6-7 level a paracentral broad disc bulge w/potential foraminal herniated disc. Surgeon and pt agreed for pt to have additional procedure at the c6-7 level. No additional info available if the pt had the procedure. On (B)(6) 2011, pt returned to surgeon for follow up visit. Pt has left pericapsular discomfort which is helped by facet injections posteriorly. Pt also has right pericapsular pain, right c7 and left c3 treated with facet injections. No further info is available.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. A design review by product development was performed: this case involves the degeneration of the level adjacent to an implanted prodisc-c. The complaint report does not indicate the implant as the cause of the degeneration. The degeneration may be a result of initial patient selection or natural progression of the disease. It is not possible to know the direct cause of the degeneration with the information in this complaint. No new clinical needs or hazards have been identified as a result of this complaint or the complaint rate for adjacent level degeneration. As such no update to the dhf is required. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient who experienced pain greater than one year was enrolled on (B)(6) and was implanted on (B)(6) 2006 with prodisc-c implant at level c5-6. On (B)(6) 2009 surgeon had phone conversation with patient concerning increased neck pain. It was six months since the last injection at c7 for degenerative disc disease adjacent level. Medication was prescribed. On (B)(6) -2009 patient returned to surgeon and complained of bilateral, left greater than right, periscapular pain with pain in triceps area radiating down into elbow and forearm despite nerve root blocks. CT scan shows at c6-7 level a paracentral broad disc bulge w/potential foraminal herniated disc. Surgeon and patient agreed for patient to have additional procedure at the c6-7 level. No additional information available if the patient had the procedure. On (B)(6) 2011 patient returned to surgeon for follow up visit. Patient has left periscapular discomfort which is helped by facet injections posteriorly. Patient also has right deuscapular pain right c7 and left c3 treated with facet injections. No further information is available update: 22/dec/15: new information received: (B)(6) patient (B)(6) was implanted with medium deep 5mm prodisc-c at c5-c6 on (B)(6) 2006. No complications were noted during surgery. Patient was discharged on (B)(6) 2006. Study was completed on (B)(6) 2014. The following events were reported: (B)(6) 2006 anticipated severe parasthesis of left upper extremity. Intervention: hospitalization without surgery. Patient was treated with 24 hour course of deca. (B)(6) 2013: unanticipated moderate chronic migraines. Intervention: patient receives c6-t1 facet blocks and occipital nerve blocks every 6 months. Status: ongoing. This is follow-up report associated with (B)(4) MFR report number# 2530088-2012-00289. This is follow-up report# 2.